Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer stated they needed help in changing insulin vial and received red signal. Customer was assisted with troubleshooting. Customer stated meter reading was high. Customer had already taken a manual injection. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.